Event description:
Pt status post aaa repair. Internal jugular venous line in place w/cap, along w/edwards 7f infusion catheter (slic) & 9f sheath introducer. Cap removed for 1 tubing change. No ability to clamp slic. Resulted in blood loss, then air embolism.